Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and dc power. The low battery alarm sounds after 5 to 8 minutes of use. The unit is able to engage in monitoring and provided both audible and visual alarms. The battery was charged and discharged and it was determined that the battery is defective and is no longer capable of taking and holding a full charge. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
It was reported that the unit will not hold charge. Customer states that the units turn off immediately after removing ac power. Customer states that the green ac power led does illuminate when ac power is applied. No patient impact or consequences reported.